Manufacturer narrative:
The reported viperwire was received at csi for analysis. The viperwire was fractured near the spring tip, and the fractured section was also received. Scanning electron microscopy analysis was performed on the fracture faces and shows evidence of fatigue as well as excessive wear near the fracture site. It is hypothesized that the guidewire fractured due to excessive wear and fatigue from spinning under axial compression within the vessel which reduces clearance between the driveshaft and guide wire. However, the exact root cause of the fracture was unable to be determined. At the conclusion of the device analysis, the reported event was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected for treatment of a 90% stenosed lesion in the highly tortuous left circumflex artery. After three treatments, the viperwire was observed to be fractured on imaging. The fragment was retrieved using a micro snare and extension catheter. The procedure was completed, and the patient was in good health following the procedure.